Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff on the trach was very difficult to deflate. The issue was discovered by the caretakers while trying to deflate the cuff. They changed the trach to a backup device they had. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The balloon did inflate and deflate without problems, therefore the reported problem was not confirmed. Based on the analysis performed on the sample provided and the reported by the customer, it was not possible to determine a root cause since the device worked as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.